Event description:
On (B)(6) 2012, the patient contacted animas alleging that she had experienced elevated blood glucose (bgs) intermittently for six months due to cartridges leaking. She stated that her bgs have gone as high as 456 mg/dl and that on one occasion she experienced diabetic ketoacidosis. The patient refused to provide symptoms associated with elevated bgs and stated that she went to her doctor in regards to bg elevations but would not provided details regarding treatment. The patient stated that she treated the elevated bgs with the pump as well as with insulin injections. Customer support reviewed technique and found that the patient was removing the cartridge from the cartridge compartment correctly. The patient stated that there was insulin in the cartridge compartment, but she could not determine where the leak was coming from. The patient stated that the connection between the cartridge and the tubing was tight and that there were no visible cracks at the luer connection and no issues with the cartridge cap. This complaint is being reported because the patient allegedly experienced hyperglycemia due to leaking cartridges and the issue remained unresolved.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.